Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 211 mg/dl. In addition, it was reported that the pump time was inaccurate, cause was unknown. Reportedly, the customer corrected the pump time to resolve the issue.